Event description:
Additional information: device issue is reported to have occurred during preparation of device prior to use. The device was not used in the patient.

Event description:
The physician intended to deploy a 3.5mm diameter x18mm length resolute integrity rx drug eluting stent. The target lesion was in the lad. It was reported that the stent was damaged upon insertion into lad. The procedure was completed with a 3.0mm diameter x 22mm length resolute integrity stent. No reported patient complications were reported for this event.

Manufacturer narrative:
Results and conclusions: (stent deformation). (Device or procedural have not been returned for review). (B)(4).

Manufacturer narrative:
Evaluation results: incorrect technique/procedure (device damaged during preparation). Evaluation conclusions: user error contributed to event (device damaged during preparation). (B)(4).